Manufacturer narrative:
The device has not been returned to olympus medical systems corp. But was returned to olympus repair center in (B)(4) for evaluation. Olympus repair center inspected the device and confirmed the following; there was leaked at the elevator channel plug, the lever mount of the control unit, and the auxiliary water channel unit. The light guide cover glass was broken. The ccd cover glass was slightly damaged and part of the adhesive was damaged. The bending section rubber was worn. The insertion tube was bulged. The grip section and body control unit are worn and the control unit cover was cracked. The air/water cylinder nut and suction cylinder nut color were missing. The right / left angulation control knob was scratched and the angulation lever was deformed. The biopsy channel wire was broken. Angulation was insufficient and brake locking of the up/down angulation was insufficient. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in (B)(4) and found that the forceps elevator wire was cut off and frayed. And when the forceps elevator control lever was moved, the forceps elevator remained raised and did not return. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-01422 and correct the initial report. From the inspection result of the device by the olympus repair center, olympus medical systems corp. Confirmed that the forceps elevator of the device did not work and the forceps elevator was lowered. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.